Event description:
I had a patient with a distal triceps traumatic rupture. Patient was brought to the operating room. Standard fixation for this type of injury is to drill 2 parallel tunnels through the insertion point in the olecranon exiting more distal in the olecranon bone and repairing the triceps with stitches and a secondary backup called a swivelock. I used a 2 mm drill bit. I drilled the 1st hole without any problem. While drilling the 2nd hole trying to exit the outer cortex the drill bit broke while in the ulna. Intraoperative fluoroscopy confirmed the intramedullary position of the broken drill bit. This was not intra-articular or extra-articular. It was intramedullary. This was the appropriate positioning of the drill hole. I attempted to retrieve the drill bit which was lodged in the intramedullary canal of the ulna bone. Multiple attempts at removing this with instruments in both in antegrade and retrograde fashion were unsuccessful. I tried curetting the bone and rongeuring the bone however my attempts to remove the broken drill bit just created more bony destruction. In order to remove this broken drill bit from the intramedullary canal I would have had to create a large window in the bone to try to remove this and this would compromise the fixation of the tendon and potentially cause a fracture through the olecranon. I opted not to create more bony destruction and abandoned attempts at removing the broken drill bit from the center of the bone. I then performed a 2nd drill hole adjacent to that area. Manufacturer response for drill bit, drill bit qc 2x100- (B)(4) (per site reporter), unknown.